Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they initiated hypothermia about an hour ago using arctic sun device. They got alarm 3 (water reservoir empty). Therapy was running again now, but wanted to make sure they do not need to change devices. Asked nurse if the device lost power, or if they needed to turn it off to move the patient. They denied losing power. Directed nurse to the event log. They stated that they received alarm 14 (patient temperature probe out of range) at initiation when they were setting everything up. Therapy ran for about an hour then they got alarm 3 (water reservoir low), and about 10 minutes later they got alarm 80 (non-recoverable system error, control processor unable to detect a simulated water temperature fault). Water reservoir level 2. Therapy running. Suggested continuing to monitor the device if alarm 80 continues to sound, send device to biomed. Otherwise, it was oaky to continue therapy.

Event description:
It was reported that they initiated hypothermia about an hour ago using arctic sun device. They got alarm 3 (water reservoir empty). Therapy was running again now, but wanted to make sure they do not need to change devices. Asked nurse if the device lost power, or if they needed to turn it off to move the patient. They denied losing power. Directed nurse to the event log. They stated that they received alarm 14 (patient temperature probe out of range) at initiation when they were setting everything up. Therapy ran for about an hour then they got alarm 3 (water reservoir low), and about 10 minutes later they got alarm 80 (non-recoverable system error, control processor unable to detect a simulated water temperature fault). Water reservoir level 2. Therapy running. Suggested continuing to monitor the device if alarm 80 continues to sound, send device to biomed. Otherwise, it was oaky to continue therapy. Per follow up information received via task on 17jun2025, spoke with nurse who stated therapy completed after troubleshooting with the helpline. The alarm 14 stopped shortly after starting therapy. The low reservoir alerts were caused by the nurses disconnecting the pad tubing to shift the patient for a drain bag exchange. Once the exchange was completed and the pads readjusted, no further issues and they did not fill the device at this time. A biomed did come to fill the device after therapy completed, but denied repair or evaluation of the device as it has remained in service.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. A review of the risk document, fmea ra2800010 rev 25, was performed for this investigation. The reported event is addressed in step # ra15. Based on this review the risk is within the expected range. The temperature cable lot number for this investigation is unknown. The latest labeling revision will be reviewed. Baw2800736 rev. 1 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the temperature cable lot number is unknown. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.